Event description:
Patient reported he bumped the infusion device on the cupboard and now the display is damaged. Patient stated the numbers are not completely readable. Patient reported his blood glucose level is okay. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.